Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: tfn nail (part: unknown, lot: unknown, quantity: 1), tfn helical blade (part: unknown, lot: unknown, quantity: 1), tfn rods (part: unknown, lot: unknown, quantity: unknown), locking screw (part: unknown, lot: unknown, quantity: unknown).

Manufacturer narrative:
This report is for an unknown extraction screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a partial removal and plate fixation of the trochanteric femoral nail (tfn), the two (2) universal chuck with t-handle became stuck with the reaming rod and an unknown extraction screw. Initially, the patient was implanted with a trochanteric femoral nail (tfn) last 2015 and was found broken on an unknown date. The surgeon planned to exchanged the unknown rod/nail and used the unknown proximal femur plate instead. The procedure was completed successfully by using another universal chuck with t-handle. There was a surgical delay of ten (10) minutes. Most of the implants such as the unknown helical blade and unknown locking screw were explanted along with the proximal part of the unknown nail and it was revised to a new implant. The distal part of the unknown nail stayed in the patient as the surgeon was unable to remove the distal portion. An unknown proximal femur plate was implanted with unknown screws going around the unknown nail, and using an unknown cables. Patient outcome is good. Concomitant device reported: unknown tfn nail (part# unknown, lot# unknown, quantity 1), unknown tfn helical blade ( part# unknown, lot# unknown, quantity 1), unknown tfn rods ( part# unknown, lot# unknown, quantity unknown), unknown cables ( part# unknown, lot# unknown, quantity unknown). This is report 3 of 3 for (B)(4). This report is for unknown extraction screw. This complaint is linked to (B)(4) that was created to capture the broken tfn nail which is a post-op event and (B)(4) was created to captures the intra-op event.